Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had leg pain following the procedure due to the superior implant possibly impinging on the neuroforamen. Two days following the initial surgery, the surgeon performed a revision surgery where he removed the superior implant and replaced it with a shorter implant in the same hole. The patient's pain symptoms resolved after the revision.